Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to constant irritation at the device site. Reportedly, the patient has a life vest hanging over the device, but the seat belt cuts right over device. Also, patient indicated that the seat belt had caused swelling at the device sites. There were no additional adverse patient effects reported. This ICD remains in service.